Event description:
It was reported to a physio-control service representative that during use on a (B)(6), male patient in cardiac arrest, the customer's device was unable to analyse the patient's rhythm. The device displayed a dashed line in the display and showed the message 'connect electrodes'. CPR had been in progress for 20 minutes and the patient had been shocked 7 times by the on-site medic with his AED when the crew arrived. The customer stated that the patient had little natural chest hair and didn't require shaving and that his chest was wet from vomit which the crew wiped off. Then the crew removed the medic's AED pads and placed their own on the patient. The device would not detect the electrodes. After 10 to 20 seconds, the crew used their portable AED as a backup. Then after 2 minutes, they used another back-up defibrillator on arrival of the ambulance vehicle and 2 shocks were delivered to the patient. The patient did not survive the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device but was unable to verify the reported failure. The customer advised physio-control that they narrowed the reported device failure down to the defibrillation therapy cable, which they have since replaced. The customer did not provide their faulty defibrillation therapy cable to physio-control for evaluation. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control performed a clinical review on the reported event and determined that the reported device failure did not contribute to the death of the patient due to the minimal delay in care. The customer was able to use the AED on site within 10-20 seconds.